Event description:
It was reported that a surgeon was having difficulties with his handheld computer as it would not hold charge. A new handheld was sent to the surgeon and good faith attempts to obtain the reported handheld have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.